Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed code: mechanical (g04) - drill. The reported event has been confirmed through product return. Visual examination of the returned product identified signs of repeated use and wear on the cutting edges are dull. Product identifiers were found conforming. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial shoulder arthroplasty, the surgeon indicated that the cutting edges of the cannulated reamer had dulled over time. The instrument was used four (4) times to achieve the desired reaming surface. The correct surgical technique was used, and no complications, injuries, or surgical interventions were required due to this malfunction. It was reported that no further information is available.